Manufacturer narrative:
The customers reported problem was confirmed. A review of the device history record in sap for sn (B)(4) was performed from the date of the manufacture to date of the release of product, which confirmed that this device was not involved in a production failure, and product was returned for servicing which correlates to the customer reported issue. A trackwise complaint history review was completed, and it was confirmed that there were additional complaints received with similar sn (B)(4) for the same or related failure mode. The customer stated that there was no patient involvement.

Event description:
(B)(4). Case description: (B)(6) had a lvp8100 sn (B)(4). She said even the pump was not in infusing state. Just by leaving the pump on with door closed, she could hear the pump mech finger moving momentary. She had replaced motor control board and motor, but the issue was not resolved. Failure device type: failure problem type: failure mode: case resolution: I recommended heather to send unit in for flat fee repair. Heather will use customer portal to get rga number and send unit in for repair.